Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that "the PICC was leaking at both hubs where the extension leg enters." No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leakage is confirmed; however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A large split was observed in the extension tubing of the red luer just within the distal end of the luer connector. A smaller split was observed in the extension tubing of the purple luer also just within the distal end of the luer connector. Both lumens were flushed with a 12 ml syringe of water and leakage was observed emanating from the splits in the extension tubing of each lumen. A microscopic observation revealed the fracture surfaces of the splits in the extension tubing of both lumens were rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference in both lumens, and cracking appeared to have initiated at one or more of these points. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "the PICC was leaking at both hubs where the extension leg enters." No patient harm reported.